Manufacturer narrative:
The associated complaint device was not returned for evaluation.

Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed to replace the knee implants due to implant dislocation.